Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading in the range of 40, and blood glucose value was 120 mg/dl at the time of the suspend. The customer received calibration error and change sensor alerts. The customer removed the sensor and indicated it was not bent. The sensor will be returned for analysis.